Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst noted that destructive analysis was performed and found dried blood obstruction. Visual inspection was performed for the entire conductor length using destructive analysis. It was noted there was no piece of stylet found within the lead.

Event description:
It was reported that during an attempted implant, the physician was able to remove the guidewire from the left ventricular (lv) lead, however was unable to pass a stylet past the proximal portion of the lead possibly due to a piece of guidewire within the lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during procedure the physician was able to remove the stylet from the lead but then it was obstructed possibly due to a piece of stylet inside the lead. The lead and stylet were not used and replaced. No patient complications have been reported as a result of this event.